Manufacturer narrative:
(B)(4).

Event description:
Procedure: prostatectomy. According to the reporter: when the pa closes the clip and tries to pull the applier off, it sticks and won't release the clip. One pulled off and tore the tissue, resulting in bleeding.